Event description:
It was reported that the system 9800 image would not intermittently go to complete static and then blank out entirely. There was no adverse patient involvement reportedly. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. There was an intermittent connection between the ccd camera and the workstation. The connection was made secure. The system was tested, and found to be working as intended, and placed back into service.